Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 7 cm abdominal aortic aneurysm approximately 1 month ago. It was reported that the vessels were unremarkable and the aortic neck was straight, without calcification or thrombus, measuring 21-22 mm in diameter it was 4 cm long. There were patent lumbars and a patent ima. The final angiogram showed a delayed endoleak that was suspected to be a type 2 or possibly a type 1 endoleak. The decision was made to place a 26mm aortic cuff proximally; however, the endoleak remained the same, so it was concluded that the endoleak was a type 2 leak. No further intervention was performed and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Type 2 endoleak. Evaluation, conclusions: type 2 endoleak.